Manufacturer narrative:
After further review of the complaint, it was determined this complaint was submitted in error. The customer did express the device had was missing the electrode prior to insertion. The customer did not report any pain, discomfort or any irregularities at the insertion site due to the electrode being stuck in the body. The divide did not contribute to a reportable malfunction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the sensor was missing an electrode. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced but did not return the product for analysis.